Event description:
It was reported that undeliverable medication occurred during use with a bd ultrasafe¿ plus x100l. The following information was provided by the initial reporter, "spontaneous call received from patient who stated that needle would not release into skin when button was pushed. Patient only received ½ dose but had no adverse effect from the reduced dose defective device not available for retrieval. No additional information available.".

Manufacturer narrative:
H.6. Investigation: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that undeliverable medication occurred during use with a bd ultrasafe¿ plus x100l. The following information was provided by the initial reporter, "spontaneous call received from patient who stated that needle would not release into skin when button was pushed. Patient only received ½ dose but had no adverse effect from the reduced dose defective device not available for retrieval. No additional information available".